Manufacturer narrative:
The repeat result was deemed to be correct. A field service engineer (fse) checked the analyzer and performed a series of troubleshooting-related actions. The cause of the event could not be determined.

Event description:
There was an allegation of questionable tina-quant b2-microglobulin results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 3.728 mg/l the repeated result was 4.389 mg/l.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The reagent lot number is 309898. The expiration date was not provided. The investigation is ongoing.